Manufacturer narrative:
A control solution test was performed at the time of the initial call and the meter was found not to perform within specification.

Event description:
Customer reported getting erratic readings from their freestyle meter. Pt performed back to back blood tests the freestyle meter and results were 140 mg/dl and 110 mg/dl).